Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, downstream occlusion alarms were not reproduced. Evaluation observed and found that the pump failed the downstream occlusion testing. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor values were out of the specifications. The force sensor no-tube and scale factor calibration is required to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion which did not clear during testing at the biomedical service department. There was no patient involvement. No additional information is available.